Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The report of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 12:13. During night drain cycle five, the patient drained 3390 ml with a maximum programmed fill volume of 2000ml. No additional information is available.